Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to noise was observed through merlin.net transmission. High, out of range pacing lead impedance and decrease in sensing was also noted. Patient was asymptomatic. Possible set screw issue was suspected. Lead was disconnected and re-inserted into the device. Lead was also re-positioned to get better measurements. Patient's condition was good post-procedure.